Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent strut rows 1 to 4 on the distal end of stent are pulled deformed and bent back in a proximal direction. The balloon and the tip were visually and microscopically examined and no issued were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the stent could not be implanted. No patient complications were reported. However, returned device analysis revealed stent damage.